Manufacturer narrative:
Date of event was estimated as 4 months post implant procedure.

Event description:
It was reported that the patient experienced a transient ischemic attack. It was reported via social media that "the patient had the watchman implanted on (B)(6) 2018 and 4 months later the patient experienced a transient ischemic attack. The patient was on aspirin at the time of the event and is now taking blood thinner medication."